Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on 01-jan-2014. It was reported that heli-fx endoanchors and an endurant ii cuff were implanted four years and six months later to treat migration and a type ia endoleak noted on pre-operative imaging. Seven endoanchors were implanted from the aortic cuff to the aortic neck and the endoleak was reported to be resolved. The aneurysm size was 135mm, the proximal neck angle was 28 degrees, neck length was 5mm and there was no thrombus or calcium noted at the seal zone at the time of the secondary procedure. It was reported that CT two weeks post the procedure showed a type ib endoleak. A sandwich graft procedure with two non-mdt stents (gore viabahn vbx) was carried out to resolve the endoleak two weeks later. It was noted that the patient had the type ib endoleak at the time of the index endoanchor procedure but as it was a long procedure it was decided to bring the patient back at a later date to treat the type ib endoleak. The type ib endoleak was reported by the investigator to not be related to index procedure or device. No additional clinical sequelae were reported and the patient is fine.